Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
The following was reported: *this pi is event 1. Primary surgery on (B)(6) 2008. [Implant information]. Revision surgery because of altr on (B)(6) 2019 .

Manufacturer narrative:
Reported event: an event regarding altr involving a securfit stem was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: a review of the provided medical information by a clinical consultant indicated: "conclusion/assessment: revision surgery performed first for mom-altr then for a presumed intra-prosthetic dislocation or subluxation. Event confirmation: eccentric position of the femoral head can be confirmed from the x-rays. The implants and reasons leading to the event cannot be confirmed. Root cause: the root cause cannot be confirmed." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to altr and dislocation. This device (stem) was not revised. A review of the provided medical information by a clinical consultant indicated: "conclusion/assessment: revision surgery performed first for mom-altr then for a presumed intra-prosthetic dislocation or subluxation. Event confirmation: eccentric position of the femoral head can be confirmed from the x-rays. The implants and reasons leading to the event cannot be confirmed. Root cause: the root cause cannot be confirmed." The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following was reported: *this pi is event 1. Primary surgery on (B)(6) 2008. [Implant information]. Revision surgery because of altr on (B)(6) 2019 .